Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becomes available; a supplemental medwatch report will be filed.

Event description:
Arrive2 clinical study #119-100 pjf same case as: 6000089-2006-01100, 01101. It was reported that 248 days after a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated 2 de novo target lesions. Target lesion 1 was 3.0mm vessel diameter, 18mm long, with moderate calcification, 90% stenosis, in the mid left anterior descending (lad) artery. The lesion was not predilated. The physician implanted 1 taxus express2 3x8mm drug-eluting stent (des) and 1 taxus express2 3x20mm des in target lesion 1. A proximal grade a dissection occurred during the implant of target lesion 1. Target lesion 2 was a 3.0mm vessel diameter, 10mm long, with moderate calcification, mild tortuosity and 70% stenosis in the proximal lad. A taxus express2 3x12mm des was implanted in target lesion 2 after the dissection. The patient was discharged 1 day post-op receiving aspirin and clopidogrel. The site reported the patient expired due to suicide-oxycodone overdose.